Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis that was implanted a month ago with an eluvia stent, located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was good after the procedure.